Event description:
Information received indicates the valve was implanted and the accessory valve holder was removed. The hcp stated that during intra-operative valve inspection, sutures from the valve holder remained attached to the stent post. The holder sutures were removed during the case with no reported pt event. The valve remains implanted.